Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference (B)(4) on the other hospitalization event.

Event description:
It was reported from the hospital via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 485 mg/dl. Customer had symptoms od diabetic ketoacidosis for several days. No mention of any form of treatment for the high blood glucose. The customer was wearing the insulin pump during the hospitalization. Customer had another hospitalization on (B)(6) 2017 with a high blood glucose of 375 mg/dl. The insulin pump will not be returned for analysis.